Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/23/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and suture was used. The suture material break from swage point and both needle and suture are getting separated. Another device was used to complete the procedure. The procedure was completed successfully with a delay of 5-8 minutes. There were no adverse patient consequences reported.